Event description:
A malfunction on the pump was reported by the caller, with no notable events occurring prior to the malfunction. There was no adverse impact to the customer's blood glucose level. Technical support provided the caller with pump reset information and assisted in resetting the pump, after which the malfunction code did not recur. The customer was informed to call back if any malfunction code recurs and acknowledged the instructions.